Event description:
Customer alleged the lancet needle protruded from the softclix lancet device. Customer could not recall whether the needle protruded before or after the device was fired. The customer reported no accidental sticks. A request was made for the return of the suspect device and replacement product was sent.